Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported balmex was used for the skin irritation. It was reported that the skin irritation was from the urinary incontinence. Health care professional had not seen the patient since 4/12/17 when they interrogated and turn on their interstim device. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was not having a return of symptoms, they were just trying to figure out the patient programmer. Patient stated they were seeing the patient programmer batteries are depleted and the batteries are low screen. Patient was able to bypass the screen and saw that the stimulation was on program 3 at 4.6. Patient stated they had stopped feeling stimulation and had not been doing what they were supposed to with the device. Patient stated the didn't have anything right now. Patient increased stimulation to 4.7, then said the patient programmer went back to the patient programmer batteries are depleted screen again. Patient stated they had just replaced the batteries a month ago. Patient stated they would call back when they got new batteries to continue use of the patient programmer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysf unction/sacral nerve stimulation. It was indicated that the patient experienced a loss or change on therapy. The patient reported that they did not know how to operate their device. The patient stated that they were still urinating all night and wearing a diaper. The patient stated that they explained things when they got out of recovery but they did not retain the information due to anesthesia. Additional information was received from a friend or family member of the patient on (B)(6) 2017. It was indicated that the patient did not know how to use the patient programmer (pp) and had been experiencing leaking issues since implant. The patient was on program 2 at 1.3 v and it was noted that stimulation was on. The patient reported that they felt pain at the pocket site at 2.1 v and stated it was like a burning sensation. The patient noted that they thought it was from the surgery. The patient¿s stimulation was backed down to 1.9 v but they were still experiencing the burning. The patient¿s friend or family member stated that they would monitor the patient and see if the burning was caused by the surgery or not. No further complications were reported or were expected.